Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause of the issues was unclear but patient knew the device was dead because he could not charge it. The device moved. Three different people from hcp office and the manufacturer have tried to jump start the device but no success. The patient wants the device out but his insurance would not pay for the surgery because the device has issues. Patient does not want to pay (B)(6) for the explant surgery so the explanted device can be sent to the manufacturer for analysis. Currently, no further actions/interventions are planned. Patient stated that he has maintained his weight between (B)(6) and (B)(6) for the past 10 years and thinks that his weight at the time of the event was (B)(6) pounds. Patient provided their new mailing address. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. The patient reported that his device was causing severe burning pain at the ins site. The patient reported that this happened when the device was off or on and was constant. The patient reported that it caused nerve pain every time he stepped. The patient also reported that the ins wouldn¿t charge itself and poor or no telemetry with recharging. The patient reported that he did meet with a manufacturer¿s representative (rep) to try and get the device jumpstarted but was unsuccessful. The patient reported that he was also sent a new recharger and patient programmer to rule out equipment issue but that was unsuccessful with getting device up and charging again. The patient reported that the last time he was successfully charged his device was about a year to a year and a half ago. The patient reported that he tried to charge his device again recently but was unsuccessful. The patient reported that he lost 20 pounds in 2014. The patient reported that his ins had flipped and moved in the pocket site. The patient reported that he manually had to flip it back himself. No further complications were reported.